Event description:
Discordant vitamin d, prostate specific antigen (psa), and cancer antigen 125 (ca 125) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vitamin d, psa, and ca 125 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the delivery of base reagent was one-third of what it should be. The fse replaced the base pump and the base pump's two-way valve and verified that the volume of base reagent dispensed was correct. The fse proactively replaced the acid pump. Quality controls were run, and all were within range. The cause of the discordant vitamin d, psa, and ca 125 results was a malfunction of the base pump. The instrument is performing according to specifications. No further evaluation of this device is required.